Event description:
It was reported that a patient with myelopathy underwent a cervical laminoplasty at c5-c6 . It was reported that several days after the surgery, an x-ray revealed that two 7mm screws, which were inserted into the lateral mass side, were "coming halfway off". According to the report, the patient was asymptomatic and will be closely followed to determine if treatment is necessary. The surgeon commented that "considering the patient's very fragile bone quality, screw coming off might be inevitable".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.